Manufacturer narrative:
Additional information received indicated that there was no reported problem with the outback re-entry catheter used. The procedure was completed successfully without patient injury using the same outback catheter. The atw guidewire was removed from the dispenser by the distal floppy end. The guidewire was not noted to be kinked/bent or damaged prior to insertion. The guidewire was not re-shaped by the user and was used to treat another lesion prior to the reported product issue/event. The target lesion was reported to be: a 95% stenosis, and was highly calcified. A drilling or jackhammer technique was not used to re-cannulize the target lesion. The distal tip was visible on fluoro throughout the procedure. There was difficulty reported in crossing the lesion with the guidewire. The guidewire behaved normally with good torque response during the procedure and there was no resistance/friction between the wire and other devices. The distal tip of the wire did not prolapse repeatedly during the procedure and was not torqued against resistance. The wire was removed from the patient and was intact.

Manufacturer narrative:
The report received from an affiliate indicated that during a superficial femoral artery re-entry procedure using an outback re-entry catheter, there was difficulty crossing the highly calcified, 95% stenosed lesion with the sgw atw .014 j floppy 300cm guidewire, and the distal tip of the guidewire fractured. The device did not separate and was removed without injury to the patient. Prior to use, the guidewire had been removed from the dispenser by the distal floppy end and was not noted to be kinked/bent or damaged prior to insertion into the patient. The guidewire was not re-shaped by the user and was used to treat another lesion prior to the reported product issue. The distal tip was visible on fluoro throughout the procedure. The wire had behaved normally with good torque response during the procedure and there was no resistance/friction between the wire and other devices. A drilling or jackhammer technique was not used to recanalize the target lesion. The distal tip of the guidewire did not prolapsed repeatedly during the procedure and was not torque against resistance. The procedure was successfully completed using the same outback catheter. The product was returned for inspection. One non sterile sgw atw .014 j floppy 300cm was received coiled inside of a plastic bag. The coil tip was found kinked. No fracture or other anomaly was observed on the entire guide wire. Microscopic analysis was performed to the whole guide and no other anomalies or damages were observed beside of the kinked coil tip. The device history records indicate this product was final inspection tested at (B)(4) limited and was determined to be acceptable. The reported failure by the customer as 'distal tip - fractured-in patient' could not be confirmed as no fracture was observed on the received product during the analysis. The failure reported by the customer as 'distal tip - kinked/bent-in patient' was confirmed, as the product was received. The exact cause of the damage found on the unit could not be conclusively determined; however, procedural factors (tracking/crossing difficulty) and vessel characteristics (highly calcified, 95% stenosis) could have contributed with the kinked condition. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Note: cordis lot # f0312094 is lake region lot # 10110114. Per lake region report (B)(4), lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10110114 (cordis lot f0312094). This packaging lot contained 51 units, which were shipped from lake region medical limited on april 13, 2012. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an endovascular re-entry procedure, the sgw atw .014 j floppy 300cm became kinked/bent and fractured at the distal tip. The guidewire did not separate. And remained as one single unit. There was no reported patient injury. The guidewire was used in conjunction with an outback cto re-entry catheter at the superficial femoral artery (sfa) site. Additional information has been requested.